Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed and resulting in pacing inhibition of less than two seconds. An invasive procedure was performed. The lead was explanted and replaced, this device remains in service. No additional adverse patient effects were reported.